Event description:
It was reported that impedance was low. Lead was changed and the same problem was experienced. This lead was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field even of impedance anomaly could not be confirmed in the laboratory. Analysis found the lead to exhibit normal electrical characteristics and no anomalies were found.